Event description:
During surgery for an exploratory laparotomy and subtotal colectomy, the physician noticed sparking when the bovie was activated, set to 25. At one point, while the bovie was not activated, a small flame developed on the tip of the electrocautery handpiece, which was described as looking like a match igniting. The physician could not see any residual tissue on the bovie tip. As the bovie was pulled out of the abdomen, it continued to flame for a few seconds and then went out. The physician replaced the original bovie tip with a new bovie tip, which then sparked when in use. The bovie was handed off of the field and a new hand set was obtained. The surgery was completed without further issues. There was no injury to the patient. A small burn hole was found on the sleeve of one of the physician's gowns. FDA safety report ID# (B)(4).